Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/patient in other country contacted lifescan (lfs) alleging the one touch ultra easy meter was displaying the battery indicator symbol despite replacing the battery. The next day, the technical service representative (tsr) spoke with the patient to obtain and verify information. Since six days prior to original date the patient had not been able to test her blood glucose level as the reported meter displayed the battery indicator symbol. Three days later at 12:30pm, the patient reportedly experienced the symptoms of a sore throat, she passed out for a few minutes, then she felt 'sick'. The patient did not attempt to test her blood glucose level while symptomatic. A friend took the patient to the physician's office, where her blood glucose level was tested to be 15.0 mmol/l (270 mg/dl). The patient received no treatment. The patient noted she had taken her usual doses of insulin prior to the onset of symptoms, and during the rest of the day of the event. The patient takes novorapid insulin 17 units with breakfast and dinner and 15 units with lunch adjusting doses based on meals and meter readings, and lantus insulin 48 units at bedtime. The patient's expected blood glucose levels range from 4.0 mmol/l to 10.0 mmol/l. During the troubleshooting telephone call, the tsr determined this was not a new meter, the patient had replaced the battery correctly and the meter had suffered no trauma. The meter was replaced. The patient was unable to test her blood glucose level or adjust her insulin doses for three days due to the reported meter's power issue. The patient experienced symptoms suggestive of hyperglycemia and her blood glucose level was tested by the hcp to be 15.0 mmol/l. Therefore, this complaint is being reported.